Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction of connection failure was reproduced. Additionally, during device evaluation by the field service engineer (fse), the scope communication error b30 and an unstable fan rotation sound were identified. Based on the result of the investigation, the cause of the connection failure was likely due to a deteriorated output connector; the b30 error was likely due to a submerged endoscope; and the sound of the rotating fan being unstable was likely due to a contact failure of the fan. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had connection failure. The issue occurred during a preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.